Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one day post implant of the lead, the lead threshold had increased from 0.5v to 4.0v and x-ray showed micro-dis lodgement. At the patient¿s two week follow up, threshold had increased again from 4.0v to 6.0v. It was noted the lead was in main coronary sinus (cs) body and no longer in the sub-selected branch. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2005; 6935m implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.